Manufacturer narrative:
Coolsculpting uses vacuum and non-vacuum applicators to complete coolsculpting procedures. It is unknown what applicator was used on the patient. Vacuum applicators draw tissue into the applicator cup during the treatment. In the coolsculpting user manual, listed under warnings, it states that special considerations should be taken with patients who have hernia in or adjacent to the treatment site. Using a vacuum pressure applicator on a pre-existing hernia or a structurally weak area may cause further complications. The thinning of the fat layer alone may also cause an occult hernia to become more evident in certain patients. Allergan advises physicians to carefully examine the patient for evidence of pre-existing hernias prior to providing coolsculpting treatments. In the coolsculpting user manual, under warnings, it states, "the effect of performing a coolsculpting treatment with a vacuum applicator on a patient who has a hernia in or adjacent to the treatment site has not been studied. Allergan has performed due diligence requesting additional event details, as well as device and treatment information, from the coolsculpting treatment provider but no additional information has been received to date. Device investigation, through a system log analysis, could not be performed at this time. Current trending data show that the observed occurrence of hernia does not exceed the expected occurrence and does not warrant further action at this time. Allergan will closely monitor trending data and will consider further action if deemed necessary. A supplemental report shall be submitted if additional information is received.

Event description:
On 26-feb-2020, allergan received information from the medical information team, in which the caller referenced posts on a coolsculpting treatment provider¿s website. One of the posts was reported by a female patient who indicated that she was treated with coolsculpting in (B)(6) 2019 using an unspecified coolsculpting applicator. The patient stated her lower left abdomen has a bulge pocket of fat and she developed an abdominal hernia. It is not known if the patient followed up with the treatment office. Therefore, the diagnosis and treatment recommendations for the care of the reported hernia are not available.